Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 04/18/2016 to report that the receiver displayed error 181 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.